Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, after about half of the myoma was cut into small pieces, the blade did not extend out of the sheath though the surgeon grasped the trigger. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.